Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "PICC inserted in ICU. Few days later went for CT and leak occurred during injection of contrast. Flow of 2.5ml/sec was being injected and pressure limit alarm went off and injection stopped manually, and hole noted on catheter outside of patient (located just before hub) and was leaking fluid and blood. PICC removed in ICU. Cannula put into complete CT. Unsure if another PICC was reinserted. No injury to the patient." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen pi PICC for evaluation. The catheter contained signs of use in the form of biological material. Visual examination revealed a small hole in the catheter body. The catheter body wall appeared blown out and thinned in appearance, which is consistent with over-pressurization the catheter. A kink was also detected adjacent to the juncture hub. The total length of the catheter body measured to be 19 3/4" which is within specifications of 19 2/4" - 20" per product drawing. The catheter body contained a small rupture hole about 4mm wide located 492 mm from the trimmed distal tip. The catheter was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the distal lumen was flushed, water leaked from the hole in the catheter body. No defects were found when testing the proximal lumen. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not exceed ten (10) injections or the maximum pressure of 300 psi on power injector equipment to reduce the risk of catheter failure and/or tip displacement." The customer report of a hole in the catheter body was confirmed by complaint investigation of the returned sample. One hole was found in the body with damage consistent with over-pressurization of the catheter. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "PICC inserted in ICU. Few days later went for CT and leak occurred during injection of contrast. Flow of 2.5ml/sec was being injected and pressure limit alarm went off and injection stopped manually, and hole noted on catheter outside of patient (located just before hub) and was leaking fluid and blood. PICC removed in ICU. Cannula put into complete CT. Unsure if another PICC was reinserted. No injury to the patient." The patient's condition is reported as fine.